Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the carrier tube, hemostasis sheath, and polyfoil pouch. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the device distal tip. The device could not be set to forward lock position during functional testing. A kink developed in the carrier tube. The device shaft is cut to reveal dried blood present, preventing the device from being functionally tested. One 6 fr angio-seal vip device was returned to terumo medical corporation. The returned device appeared to have been used and contained the anchor in the device tip. The device was unable to be functionally tested as dried blood was present in the device, preventing deployment. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E3: occupation:rt. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the doctor inserted the angio-seal sheath and located the artery, they got blood back, then inserted the angio-seal device in the sheath and set the device. When he went to seal the whole thing came out and pressure was held. There was no injury to the patient. The procedure was a peripheral intervention. There was no blood loss. Additional information was received on 07nov2025: the procedure sheath size used was a 6fr pinnacle. A pre deployment angiogram was performed. There was no difficulty, access was performed with image guidance using ultrasound. The device did not have noticeable damage. The patient was stable with no issues.